Manufacturer narrative:
The ventilator was investigated on site and an air gas module was replaced and returned for investigation. The air gas module regulates the inspiratory air gas flow to the patient. The reported failure in the pressure transducer test during pre-use check was not reproduced during test of the returned air gas module in a reference ventilator. No alarms were generated during ventilation, nor any deviation during tests in the production test system. The received device log file confirms the reported problems. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).